Event description:
It was reported to depuy acromed's legal department that two broken titanium screws were explanted in 2000. The screws were originally implanted in 2000. The part number and lot numbers of the screws were not known. It has not been verified that these are depuy acromed parts. The broken screws were not returned for evaluation as they remain with the patient's lawyer. The part and lot numbers were not provided. No evaluation can be performed.